Manufacturer narrative:
(B)(4). Device returned to MFR. Returned device analysis revealed a leveen needle electrode was received. Visual inspection of the electrode found the array to be fully retracted. No visible damages were found to the cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the array would not fully extend. A radiofrequency ablation procedure was being performed in the liver. This 3.0/17/15 leveen superslim needle was selected for use. During the procedure it was noted that the array would not fully extend. The device was exchanged and the procedure was completed with another of the same leveen superslim. No patient complications were reported and the patient's condition was good.